Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings: display is dim; letters have a red hue. Unrelated to the complaint, a bolus button leak and battery compartment lea were found during leak testing. Pump opened and no evidence of moisture found.

Event description:
On (B)(6), 2015, the reporter contacted animas, alleging a display (dim/fading/colorspectrum w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.